Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 10 weeks post implant, it was reported that the pt was admitted into the emergency room with right paraplegia, as a result of a cerebrovascular accident (cva). In the days prior, the pt was seen for routine visits. The pt's ldh had elevated and the pt's coumadin dosage was increased. The system controller event history indicated low flow alarms on multiple days. A blood aggregometry echocardiogram was performed and indicated no obstruction. The pt was put on IV heparin and pump thrombosis was suspected. A ramp study has been scheduled.

Manufacturer narrative:
The pt remained on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported cerebrovascular accident (cva) and the suspected thrombus could not be conclusively determined. The patient was treated with IV heparin therapy and the patient's parameters normalized. Although the patient still had paraplegia, he was sent home. The patient remains on vad support with the pump and no further issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that a ramp study was performed and pump thrombosis was suspected; therefore IV heparin therapy was continued. On (B)(6) 2014 the pump parameters had stabilized and the patient's ldh had started to decrease. The patient continues to have paraplegia; however is stable at home in good general condition with no further events reported. It was also reported that the hospital team states that the paraplegia occurred as result of the hemorrhagic cva (cerebral thromboembolism).